Manufacturer narrative:
Date sent: 03/27/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device gave an error 5 and the blade tip broke off. The blade tip didn't fall into the pt. Another like device was used to complete the case. No pt consequences.